Event description:
The patient presented with shortness of breath three years after this sjm trifecta valve (model and serial unknown) was implanted (date unknown). On echo it was evident that there was regurgitation due to poor coaptation of one valve cusp. The patient was sent for an emergency redo aortic valve replacement and the trifecta valve was explanted and replaced with a sorin mechanical valve. Under visual inspection at the time of explant, one of the trifecta cusps had torn away from the top of the stent post down to the base where it meets the sewing cuff. The valve was sent for culture and examination at the hospital.

Manufacturer narrative:
Gtin number: unknown. (B)(4) - dyspnea; aortic regurgitation; torn material. The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.